Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for an atrial fibrillation procedure when it was noticed with the ultrasound catheter that fluid was present in the pericardial space. The atrial lead had perforated the heart. The lead exhibited undersensing. A pericardiocentesis was performed. The lead was explanted. Following the procedure, the patient was stable. The patient would continue to be monitored.